Event description:
The account alleged the head end brake casters roll and swivel when in brake mode. No injury reported.

Manufacturer narrative:
The account found the brakes will not engage at the head end when in brake mode due to the brake linkage at the head end being bent. No further information is available on the repair of the bed at this time.